Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19. On (B)(6) 2020, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.